Event description:
It was reported that multiple of the same altitude alarms occurred.customer declined cts follow up for troubleshooting at this time and further information was unable to be obtained.customer's pump is a loaner pump and is in process of renewal.the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.